Event description:
The customer has reported that scm12 control module may have a blown fuse. The technologist has reported the system made a noise and went into failure. No green light and power switch would not operate. The pt was rescheduled.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require a fuse to be replaced. The device was functionally tested, met all product requirements and returned to the customer. Fuse replaced.